Manufacturer narrative:
Product event summary (B)(4): the device was returned and analyzed and no anomalies were found. The returned device indicated a damaged grommet.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during attempted implant of the device the leads would not engage with the screwdriver and the physician questioned if the setscrews stripped. The device was not used and replaced with a new device. No patient complications have been reported as a result of this event.